Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding and elevated ldh could not be conclusively determined. Bleeding and hemolysis are listed in the instructions for use as a potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patients initial gi bleed on (B)(6) 2016 was not previously reported to the manufacturer. (B)(4). Approximate age of device 4 months. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to upper gastrointestinal (gi) bleeding. This was reported as the patients second gi bleeding episode during lvad support. The first gi bleed began on (B)(6) 2016, with the patient reporting dark stools and occasional dizziness. The patients hemoglobin (hgb) reportedly dropped 4 g/dl since the previous evaluation. On (B)(6) 2016, an esophagogastroduodenoscopy (egd) enteroscopy and colonoscopy were performed/ arteriovenous malformation (avm) in the duodenum and in the ileum were observed and cauterized. An incidental polyp between 10 and 12 mm in size was also found, and was removed with a prophylactic hemostatic clip. The patients anticoagulation was adjusted and protonix was prescribed. The patients hemoglobin stabilized and the gi bleed resolved, on an unspecified date. On (B)(6) 2016, it was reported that the patient experienced a second upper gi bleed and was admitted. The source of the bleed was reported as an avm. Intervention was extensive but specifics were not provided. The avm was not fully treated and continued to display oozing post-procedure. Heparin and po (oral) anticoagulation were not immediately restarted in order to provide time for healing. Warfarin was resumed on (B)(6) 2016, the patient was started on low dose heparin. As of (B)(6) 2016, the patients inr had remained non-therapeutic, between 1.18 and 1.3. During the 5 to 7 days prior to (B)(6) 2016, the patients lactate dehydrogenase (ldh) had been rising slowly from 185 u/l and peaking at 460 u/l. The patient did not display any clinical signs of thrombus, and there were no changes in lvad parameters. Log file analysis by the manufacturers technical services representatives did not reveal and abnormal device operation. No additional information was provided.

Event description:
Additional information: it was reported that the arteriovenous malformation (avm) found through an enteroscopy and cauterized on (B)(6) 2016 was small and non-bleeding. The polyp removed during the colonoscopy on (B)(6) 2016 was a hepatic flexure polyp. The patient¿s second admission was (B)(6) 2016. Upon admission hemoglobin (hgb) was 4.0. The patient was transfused with multiple units of blood. The multiple bleeding duodenal avms were found during an enteroscopy on (B)(6) 2016. The bleeding slowed but was not eliminated with extensive apc cautery and epinephrine. During the admission the patient also had elevated ldh which was treated with heparin followed by bival for possible pump thrombosis. The patient¿s ldh at discharge was ldh 665 u/l.